Manufacturer narrative:
Retained sample and returned sample were tested for chemistry specification and sterility. Returned sample met chemical specifications, but was non-sterile, likely due to user contamination. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Event description:
A female pt reported experiencing (unconfirmed) "bacterial keratitis" while including complete moistureplus in her lens care regimen. Pt reported that after using a particular unit of the solution for 2 weeks, her left eye was red and photobic - the right eye was symptom free. She sought medical attention; was treated with zymar and told to discontinue lens wear for one week. Her symptoms abated. After resuming lens wear, her symptoms returned (left eye only) and she self-treated with remaining zymar. Pt explained that the optometrist that treated her did not do culture and was not able to provide an explanation for her experience. Pt is wearing spectacles and will see her optometrist in the near future. Info received from attending optometrist indicated that pt presented to office with symptom of "left eye is hurting, like a paper cut", photosensitivity, foreign body sensation and soreness all in the left eye only. Slit lamp exam revealed subepithelial infiltrates in left eye, with no anterior chamber reaction and three injections on the left eye. Diagnosis: keratitis os. Dr confirmed pt treated with zymar. Pt was to discontinue contact lens wear and return to clinic for follow-up in 72 hours but she did not return until over 3 months later for a contact lens examination. At that visit pt did not exhibit any symptoms of the previous visit.